Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. Vessels were moderately to severely tortuous and mildly calcified, and the aortic neck had mild angulation. It was reported that after the iliac stent graft was implanted, there was a sharp bend/kink at the end of the stent graft, which became occluded. The physician elected to intervene by successfully performing a femoral-to-femoral bypass. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B) (4). Evaluation, results: graft occlusion. Moderately to severely tortuous vessels.